Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor.

Event description:
The customer stated that there was fluid underneath the screen and the display was blank. Troubleshooting was performed and the display returned, but there was still moisture underneath the screen. Nothing further was reported.